Event description:
It was reported that damage occurred to the pump housing at the usb port, affecting the ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. The customer initially did not have an alternate cable or charger, so technical support sent a replacement cable and wall adapter with two-day shipping. The customer managed to temporarily charge the pump by holding the cable in place. After receiving the replacements, the customer confirmed that the new cable resolved the issue, and no further action was necessary.